Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected due to blank display.

Event description:
The customer reported via phone call that the insulin pump had low battery alert. The customer¿s blood glucose level was 141 mg/dl at the time of incident. Customer stated that the battery did not last more than 1 week. The insulin pump will be returned for analysis.